Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. An investigation was initiated to further investigate the issue. The investigation identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".